Manufacturer narrative:
The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the central control monitor (ccm) had a black screen. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The screen appeared black at bootup. The information was there but it was not being illuminated. Using a flashlight, the main screen display of the ccm could be seen in the background. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.